Event description:
It was reported that prior to the implant procedure of a transcatheter valve, calcification was observed throughout the patient's lower extremities, and the narrowest part of the left external iliac artery (eia) was approximately 5.5 millimeters (mm) with no circumferential calcification. A percutaneous old balloon angioplasty (poba) was performed at the stenotic area using a 6 mm balloon; however, the balloon did not attach. Therefore, another poba was performed using an 8 mm balloon. Upon inserting the 14 french (fr) non-medtronic sheath, the sheath got caught onto the patient's calcification and was unable to be inserted. Subsequently, a non-medtronic stiff guidewire was inserted from the contralateral side into the abdominal region, and the sheath was able to pass allowing for delivery catheter system (dcs) insertion; however, the dcs was unable to advance through the common iliac artery (cia) to eia junction. Therefore, the dcs was withdrawn from the patient. An angiography was performed that revealed a rupture in the left eia. Subsequently, a non-medtronic stent was placed to address the rupture. Upon removing the non-medtronic sheath, another angiography was performed that revealed a rupture at the left common femoral artery (cfa). An endarterectomy and suturing were performed with a pericardial patch, and the procedure was completed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve, calcification was observed throughout the patient's lower extremities, and the narrowest part of the left external iliac artery (eia) was approximately 5.5 millimeters (mm) with no circumferential calcification. A percutaneous old balloon angioplasty (poba) was performed at the stenotic area using a 6 mm balloon; however, the balloon did not attach. Therefore, another poba was performed using an 8 mm balloon. Upon inserting the 14 french (fr) non-medtronic sheath, the sheath got caught onto the patient's calcification and was unable to be inserted. Subsequently, a non-medtronic (egoist) stiff guidewire was inserted from the contralateral side into the abdominal region, and the sheath was able to pass allowing for delivery catheter system (dcs) insertion; however, the dcs was unable to advance through the common iliac artery (cia) to eia junction. Therefore, the dcs was withdrawn from the patient. An angiography was performed that revealed a rupture in the left eia. Subsequently, a non-medtronic stent was placed to address the rupture. Upon removing the non-medtronic sheath, another angiography was performed that revealed a rupture at the left common femoral artery (cfa). An endarterectomy and suturing were performed with a pericardial patch, and the procedure was completed. Additional information was received that per the physician, the dcs caused the rupture as it was was forcibly pushed during advancement when it became immobile due to the patient's calcification; however, the guidewire and non-medtronic sheath did not cause the rupture. Additionally, the patient's extensive calcification from the eia to the cia was reported as a contributing factor to the rupture.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.